Event description:
The son of a patient called lifecor customer support to report that when he replaced her battery pack at the normal time today, the monitor prompted him to reinsert the battery. He reinserted it several times with the same result. When it finally started the battery icon on the monitor appeared empty with a question mark. When this battery pack was placed into the charger, it showed a green light as if it were fully charged and a flashing red battery fault light. Customer support requested the son perform a data download. A review of the download data revealed several battery pack and charger faults with this battery, as well as several runtime expired flags. The patient's battery pack was replaced.